Manufacturer narrative:
Scale out of calibration.

Event description:
It was reported by service report that the scale needs to be calibrated. It is unk if there was pt involvement, however no adverse consequences are reported.